Event description:
It was reported that the catheter passer's bullet tip separated from its cable while tunneling through the pt's neck area. The doctor is reported to have had a difficult time retrieving the tip.